Event description:
At a previous clinic visit it was seen that 2 channels showed high impedance. In 2005, 6 channels were showing high impedance intermittently. The electrode array is possibly damaged.